Event description:
Physician was doing a cystoscopy on the patient with a richard wolf gmbh panoview cystoscope. Physician noticed a foreign body inside the bladder of the patient. Medical staff checked and the scope was missing its lens cover. The surgeon retrieved the lens cover by using a grasper. No harm to the patient.